Manufacturer narrative:
Ansm report number (B)(4). Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Health care professional reported, rupture. This relates to the left side. Device has been explanted.